Event description:
It was reported that the patient had needed increased doses of medication to help manage his pain; the patient was getting a high daily dose from a high concentration of the medication. The patient was taken into surgery for a pump pocket revision because the pump was moving around in the pocket. No troubleshooting had been done prior to surgery. During surgery, the catheter was found to be disconnected from the pump. It was confirmed that the catheter was patent, so the catheter was reconnected to the pump using a new connector. The patient was reported to be doing well following surgery. The medication being delivered via the device system was not reported.